Event description:
Complainant alleged that while transporting a pt (age and gender unk) the device was dropped and the device then powered up without display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.